Event description:
It was reported that noise and oversensing with inhibition was seen on the right ventricular (rv) lead during a consult call with boston scientific technical services (ts). Ts discussed programming options. The patient is pacer dependent and experienced greater than two seconds of asystole because of the inhibited pacing. It was decided to continue to monitor the situation. The device and leads remain in service. No adverse patient effects were reported.